Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, images, photos and video were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via right common femoral artery approach, the device allegedly had no blood flow. It was further reported that the catheter and the rotating head were allegedly broken. Reportedly, the rotating head connection spring was in the body, and the surgeon held the broken spring and slowly withdrew from the body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the physical sample was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation the helix was found broken at 115.5cm from the tip. Tube was found damaged right at the kink protection, almost completely broken off. No further damages were observed. Reported mechanical jam was not observed. Therefore, the investigation is confirmed for the reported helix break and is unconfirmed for the reported mechanical jam. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial femoral artery via the right common femoral artery approach, the device allegedly had no blood flow during the suction process. It was further reported that the catheter and the rotating head were allegedly found to be broken. Reportedly, the rotating head connection spring was in the body, and the surgeon held the broken spring and slowly withdrew from the body. The procedure was completed using another device. There was no reported patient injury.